Manufacturer narrative:
(B) (4). The intraocular lenses associated with this report have not been received for evaluation as they remain implanted. Product history records could not be reviewed because the serial numbers, lot numbers, or any identification traceable to the manufacturing documentation are unknown. Halos and glare are a known and labeled possible side effect of multifocal lens implant.

Event description:
The manufacturer became aware of a patient with bilateral implants of the intraocular lens. At 18 months postoperative, the patient is unable to tolerate the halos and glare he is experiencing. Visual acuity is good, 20/25 uncorrected distance and his daytime vision is very good. At this time the lenses remain implanted. No specific identifiers other than model are known for these devices.